Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Initially, technical support guided the customer to try a different wall outlet and planned to send a replacement cable and adapter. However, even with a new charging set, the pump failed to charge, leading to the decision to replace the pump. The customer was instructed to use an alternate method of insulin delivery if necessary and to return the non-functional pump to tandem.